Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 1.2 mg/day) via an implantable infusion pump. It was reported that during a pump replacement the physician was unable to aspirate the catheter. The physician attempted to push saline through the catheter but met resistance and was unable to do so. The catheter was removed and a new catheter was placed. It was reported that the old catheter was disposed of and would not be made available for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported, the issue was reported as resolved and the patient was noted as alive with no injury. No further complications have been reported as a result of this event.